Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred after use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "all observations were made in the operating room. An infusion set is attached to the vps, a liquid is administered by gravity infusion. The anesthetic is administered via syringe by the injection port. As soon as the syringe is withdrawn, liquid flows out of the open injection port. There is no assurance that the full amount of the drug has arrived into the vein. Furthermore, it happened at the end of an operation. The injection port is opened to re-administer a drug via this access. In the result blood from the injection port ran out."

Event description:
It was reported that leakage occurred after use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "all observations were made in the operating room. An infusion set is attached to the vps, a liquid is administered by gravity infusion. The anesthetic is administered via syringe by the injection port. As soon as the syringe is withdrawn, liquid flows out of the open injection port. There is no assurance that the full amount of the drug has arrived into the vein. Furthermore, it happened at the end of an operation. The injection port is opened to re-administer a drug via this access. In the result blood from the injection port ran out."

Manufacturer narrative:
H.6. Investigation: one package was received by our quality team for evaluation. Upon visual inspection, it was observed that the returned package labelled pr#1293655 contains, one bd discardit ii syringe with pir form for pr#1293858. Venflon pro safety product was not returned. Therefore, the investigation on the sample could not be performed. A device history record review found no non-conformances associated with this issue during production of the batch reported. As no actual sample and no photo was returned the root cause cannot be determined. H3 other text : see h.10